Event description:
Ptca/stent of diagonal/lad being performed. Ptca of diagonal successful. Stenting of lad unsuccessful. Balloon became trapped on stent and could not be removed easily. Dissection of proximal lad into coronary cusp occurred. Emergency cab performed.